Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the patient contacted animas and alleged having a blood glucose of 350mg/dl with extreme thirst and unspecified ketones. Patient received no unusual treatment. During troubleshooting, customer support found that the basal delivery totals in tdd did not match active basal program total and there is no known cause for variation. This complaint is being reported as the inaccurate delivery issue was not resolved and the patient had hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/03/2017 with the following findings: a review of the black box indicated a ¿replace cartridge¿ alarm occurred at 13:25 on (B)(6) 2015, followed by a manual time/date change from 14:14 (B)(6) 2015 to 14:15 (B)(6) 2016. Additionally, there were three ¿no cartridge detected¿ warnings on (B)(6) 2016 at 14:27, 14:32, and 14:38. A reboot occurred at 14:57 on (B)(6) 2016; the pump was powered back on at 19:42 on (B)(6) 2016 and deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 2.0 unit per hour basal rate; at the end of testing, the basal history and total daily dose history were found to be recorded accurately. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. The complaint of an inaccurate delivery issue could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.